Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. No display anomaly was noted. The insulin pump was received with cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the display. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 260 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.